Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 31 days of data (30aug2021 ¿ 30sep2021 per the timestamp). No external power alarms were active on (B)(6) 2021 from 10:03:14 to 10:03:18 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms were resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system during the loss of ac power. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. Multiple attempts were made to obtain the event information (including the serial number of the mpu, if the patient was using the locking version of the mpu ac power cord, if the mpu exchanged or removed from service and its returns status, if the power cord came loose at the wall/outlet or the back of the unit, and any environmental circumstances that would have affected ac power at the time of the event; however, no response was given. To date, the mobile power unit was not returned for analysis. The heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device's serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that routine log files were sent for review and the log file captured a series of no external power events caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.